Manufacturer narrative:
Correction: b5 - added corrected related MFR report number.

Event description:
Related MFR report number: 2017865-2025-12437.

Event description:
Related manufacturer reference number: 2017865-2025-11482. It was reported that the patient presented for right ventricular (rv) lead replacement procedure due to extracardiac stimulation. During lead revision, the right atrial (ra) lead was suspected to be damaged. The physician elected to explant and replace both the rv and ra leads. The patient is recovering after the procedure.